Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their congestive heart failure (chf) condition. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead was not capturing. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the physician is aware of the current rv lead situation. Patient is currently wearing a ambulatory cardiac monitor and is scheduled to come into the clinic, at which time a treatment plan will be established. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.